Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device malfunctioned. Patient stated that they had been off their infusion for about an hour trying to troubleshoot their pump. The pump had displayed, "no disposable-pump won't run" error message on the screen. Patient tried using a new mix, new cassette, and a new tubing. They even tried switching the cassette from one pump to another, but kept getting the same error message. Patient tried one more time while reporting the incident to switch to another pump and was finally able to get the infusion going again with no adverse effects or changes in breathing. Additional information was received stating that the pump later gave another "no disposable-clamp tubing" alarm. The patient contacted the pharmacy and a new pump was sent. After further inquiry to ensure the patient wasn't doing something incorrectly, it was found that the cassettes with lot number 4163625 were defective; it lasted only a few hours before it gave an error. No other information is known. There was no patient, or clinician injury associated with this event.